Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient presented to the clinic for right ventricular (rv) oversensing. Rv thresholds were fine. The patient was seen in the emergency room the following day. Noise could be produced on the rv lead with minor manipulation of the device. The physician programmed the device to electrocautery protection mode. The physician suspected the clinical observations were due to a header related issue. Further evaluation of the device system was going to be performed. Additional information was received that the noise was likely coming from the access point. The decision was made to replace the associated rv lead along with this cardiac resynchronization therapy defibrillator (crt-d). It was noted the new rv lead was placed via the cephalic vein. No additional adverse patient effects were reported. This particular device was included in the subpectoral implant 2009 product advisory, which was initially communicated on 12/01/09.